Manufacturer narrative:
Tracking #.55048. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported that a tsw35 was used during an unknown procedure. It was reported by the affiliate that the device would not cut and would not staple. There was no consequence to the pt.